Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. It is also presumed as possible that adherence of foreign materials or scratches on the electrical contacts of the video connector may have possibly caused unstable communication with the system, which resulted in the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, noise was generated and no image was displayed due to scraping of the electrical contact in the video connector and damage to the image pickup unit. In addition, the adhesive on the bending section cover was chipped, the angulation lock was loose, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was yellow even if white balance was taken. Additional details were requested regarding the reported event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, noise was generated and no image was displayed. This report is being submitted for the malfunction found during evaluation (no image). There was no effect on the patient due to the event.